Event description:
"Large, hard brown particle in the tubing below the cassette which resembles a shard of glass" was reported by a critical surgical care unit nurse manager. The pt is diagnosed with bowel obstruction and had undergone two unspecified abdominal surgeries on unspecified dates. Customer reported "the pt was crying with excrutiating pain at the intravenous site 15 seconds after the infusion of 250 cc. Of antibiotic (synercid) was started" at unspecified pump settings. The customer reported that the pt already had previously received multiple doses of this antibiotic without difficulty. The nurse stopped the infusion and disconnected the tubing. A dark brown particle was reported to be seen in the tubing below the cassette comparable to a "size of a pencil eraser head". No other particles were observed in the pt line. No report of redness or swelling at the IV site. The nurse applied warm compress to the affected site which alleviated the discomfort. According to the customer, new tubing and a new antibiotic bag were obtained and the infusion was restarted to the same IV site without further discomfort. No pt harm or delay in therapy reported.